Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: manager. Additional initial reporter name & occupation - (B)(6), rn the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer also stated there was an unable to update timing message. The getinge representative instructed them to remove the fiber optic sensor from the console and reinsert it until it clicked. That did not resolve the issue, so they were then instructed to remove the fiberoptic sensor, coil it up, and mark it ¿broken¿. They were then instructed to connect the grey pressure cable to the pressure bag and zero the iab. There was no patient harm or adverse event reported.